Event description:
It was reported that the continuous glucose monitor failed to remain paired with the ilet, resulting in loss of cgm data to the pump and subsequent hyperglycemia; the dexcom g7 sensor was re-paired to the ilet, and the user was using a 23-inch, 6 mm cannula infusion set. Symptoms included hyperglycemia with a reported peak over 400 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included prolonged elevated glucose outside target for approximately four hours, with glucose later decreasing to about 240 mg/dl, no medical intervention, no ketone testing, and no backup therapy used. Investigation included review of device data and user report. Investigation of this case revealed a pairing failure between the cgm and ilet consistent with a device communication malfunction; after re-pairing, function was restored and no additional ilet alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication disruption between the cgm and the ilet.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.